Manufacturer narrative:
Device analysis not available at the time of this report.

Event description:
The hcp reported the pt had been experiencing underdose with stiffness. The pump was explanted due to "pump failure." It was replaced and returned to the MFR for analysis.